Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil (smart coil). During the procedure, while attempting to advance a smart coil into a non-penumbra microcatheter, the physician experienced resistance at the hub of the microcatheter and the smart coil would not advance further. The physician then made two additional attempts but the smart coil would not advance into the microcatheter; therefore, it was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends approximately 49.0 cm, 85.5 cm and 126.0 cm from the proximal end. The smart coil assembly was intact. The embolization coil had offset coil winds throughout the coil. Coagulated blood was found along the embolization coil. The smart coil became compressed within the introducer sheath could not be advanced distally without the use of excessive force. Conclusion: evaluation of the returned smart coil revealed a device with offset coil winds and bends along the length of the pusher assembly. If the introducer sheath is not aligned properly in the hub of the parent device, resistance may be experienced. If the device is forcefully advanced while experiencing resistance, damage such as offset coil winds and bends may occur. Based on the return condition, some of the bends are likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.